Manufacturer narrative:
The lot number was not provided; therefore, a review of the manufacturing records could not be completed. Received one flothru dpt with stopcocks at both ends of the dpt. The dpt zeroed and sensed pressure accurately on the pressure monitor. The pressure did not show any drift during the output drift testing and met specifications. The electrical testing showed that the dpt electronic components were intact because both input impedance and output impedance were within specifications. The zero-offset also met specification. No visible defect was found from dpt cable connector.

Event description:
It was reported that the disposable pressure transducer became unable to measure the pressure in the cardiopulmonary bypass circuit during use. The dpt was connected to the bypass circuit and it was able to perform measurement in the beginning. However, while weaning off the bypass circuit, the measurement became intermittent and the value shown on the monitor was abnormal. The expected values were around 200mmhg, but the values shown on the monitor were over 300mmhg. Although abnormal values were observed, the device was not exchanged and the operation was completed. It was also indicated that the dpt zeroed before use. It is unknown if there were any error messages observed. There were no patient complications reported.